Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20th june 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received wrapped in gauze with the original folding carton, patient stickers, and a blank patient ID card. No handpiece was received as part of this return. Visual inspection of the complaint lens was completed and revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and no issues that could contribute to the complaint issue could be identified. The complaint issues of stuck in cartridge and lens damaged were not identified during the product evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) model diu375 was stuck inside the cartridge and it was broken. Through follow-up we learned that the iol could not be implanted because it was stuck inside the cartridge and it was wrinkled. There was no patient contact with the device. No use error occurred. The material is available for return. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6). Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.